Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 29.4 mmol/l. Patient's current blood glucose value: 17.4 mmol/l. Patient changed reservoir - treated with the pump. The device is not expected to be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used reservoir and transfer guard. Found hard to remove from transfer guard, unable to remove. Evaluated one random seal reservoir. Inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect found reservoir's snap-cap too tight to connect or lock or release.